Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. A pump log review was completed for the low blood glucose allegation. Based on the log review, the low blood glucose allegation was not verified.

Event description:
It was reported that the customer was transported to the emergency room (ER) and was subsequently admitted to the hospital due to blood glucose (bg) level of 25-90 mg/dl range. Reportedly, the customer¿s bg was treated intravenously with unspecified fluids. At the time of the report with tandem technical support (cts) the customer was still admitted to the hospital. Multiple attempts were made by cts to follow-up with the customer on the reported issue, but no response was received.